Manufacturer narrative:
The technician found the valve on the head up valve stem was sticking. He replaced the plot valve to repair the bed.

Event description:
Info received indicates the head up function is not working.